Event description:
It was reported that the case involved the distal om, that was very tortuous and calcified. Upon removing the guide wire from the pt, it separated and the tip remains in the pt. No resistance was reported upon removal.